Manufacturer narrative:
G4: 10feb2020. B4: (B)(6) 2020. The central processing unit (cpu) board was returned for failure analysis. The cpu board revealed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the cpu printed circuit board assembly resolved this reported event.

Event description:
The customer reported a ventilator with a cpu failure alarm. No patient involvement or harm.